Event description:
It was reported that high impedance was observed on the patient's vns. Follow up with the company representative revealed that the physician believed that the high impedance was due to trauma related to seizures. The vns was programmed off. The physician reviewed chest x-rays, but did not observe any damage to the vns lead. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently listed the date as "12/21/2017" instead of "12/20/2017."

Event description:
It was reported that the patient underwent surgery. The high lead impedance was still present during pre-operative diagnostic testing. Lead pin insertion troubleshooting was performed and four diagnostic tests were performed, confirming that impedances were within normal limits.